Event description:
It was reported that the customer had a couple of issues with urine meter drain bags that they had been using for some time. This caused an issue with some of the nursing staff. For background, the customer had to change the urine meter last year due to obsolescence of the previous type they used. The main difference between the two urine meters was that this drain bag (bard product ref: (B)(4)) had a 150cm tube and a metal clip. In terms of the metal clip, this caused an incident in their MRI scanning department. In terms of the 150cm tube, the nursing team were having issues with the drainage. One of the wards had new urinary catheter bags or external tubes. The external tubes did not drain directly into the bag. The nurses needed to manipulate the tube; they called this milking. The tube needed to be held in the air, so that the urine could drain into the bag. In this incident, according to the mother of the patient, the catheter was removed without being milked. This could have contributed to retention. The patient who was a child was bedridden and not allowed to move, which also could have contributed to the retention. This customer had noticed that these new catheter bags or tubes did not drain without a manual assistant. One of the representatives suggested that this incident sounded very odd as they thought they should not milking the catheters and holding them up could lead to urine to flow back into the bladder and could cause urinary tract infection. They stated that the catheter should not need to be milked and the bags should always be maintained lower than the bladder to prevent backflow as it was a risk for urinary tract infection. Another representative spoke with the ward manager yesterday and they informed them that they had noticed urine was not draining effectively since the new catheter bag was introduced on the ward. However, they stated that the manual manipulation was done below the bed and they were not ¿milking¿. The urine catheter bag was not child-specific equipment, they assumed there should be one supplier for the trust. Another representative found that the tubing was much longer so it could be positional for drainage. Another representative had gone to see these on a ward and stated the drainage tube was long, but they also looked very flimsy. They spoke with a nurse who equally had problem with one on nights recently. The patient had a catheter in and called the nurse to say they felt they needed to pass urine. The nurse again maneuvered the tubing to facilitate flow into the bag and the issue was resolved, but it was not acceptable and should not happen. This indicated that there were problems and not related to just one incident. Stated that the adult areas were also having difficulties with the urine bags. The tubing was extremely long, holding pools of urine and nurses had to ¿milk¿ it in order to get it to drain. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "obstruction in tube". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.